Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the leak was from the water filter on the wall. The technician replaced the filter connectors, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that there was fluid leaking from their advantage plus onto the floor. No report of injury.